Event description:
During arthroscopy of right knee, a sudden change in picture on video screen occurred. An inspection of the lens revealed displacement of lens. Thorough inspection of the knee joint revealed no loose bodies. The knee was thoroughly irrigated. An x-ray revealed no evidence of loose bodies. MFR notified.